Manufacturer narrative:
H6: product analysis #703814896:part # 8110535, lot # gb11b004 visual and functional testing revealed the hex edges of the driver have been worn from what appears to be repeated normal use. The torque release mechanism inside the handle of the driver is functioning. This type of damage is consistent with wear over time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with burst fracture at t6 for spinal fusion therapy from t3-t8. It was reported that one side of the cross link was broken surgeon tried breaking off the contralateral side of the set screw and he thought it might be cross threaded and then removed the cross threaded set screw and attempted to replace it with a new one. He was unable to properly seat it. At this time, he decided he just wanted to remove the entire cross link. He was given the 7/32 inch black t handle to loosen the middle set screw and it stripped. He was also handed a 3.0 hex driver from the tl cross link set and tried to remove the set screw that was already broken off. The driver would not back out the broken off set screw and he said it just kept spinning. Again he tried using the 2.5mm extractor which completely broke off into the set screw. At that point he had to remove the set screws and rod off that side to get the cross link out. There was no fragment left in patient and there were no patient symptoms. There were no further complications reported regarding the event.